Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pocket revision was due to wound dehiscence with positive staph pocket infection.

Manufacturer narrative:
Concomitant medical products: 680r28 heart ring; implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection around the device occurred after a recent pocket revision and the cardiac resynchronization therapy pacemaker (crt-p) system was explanted. Cultures were taken and antibiotics were administered. A leadless pacemaker was placed and the patient will be evaluated at a later date to determine if a new device system will be implanted. No further patient complications have been reported as a result of this event.